Event description:
The patient (implanted with saluda evoke system) was scheduled for a lead revision as both leads migrated inferiorly. When the physician looked at the x-ray images that were acquired at the start of the procedure, it was noted that the insertion angle of the needle in the initial implant procedure was too steep and therefore was not content with the lead placement. A lead revision procedure to remove both leads and place new leads was made. During the revision procedure, difficulty removing the lead from the evoke closed loop stimulator (cls) occurred. The physician used the torque wrench to unwind both screws in the cls header. One lead was difficult to remove from the header and snapped. The distal part of the lead remains in the cls header. As a result of this, the cls was replaced.